Manufacturer narrative:
Patient codes: device codes: internal file number - (B)(4). Correction: reg#.

Manufacturer narrative:
Device codes: 2920 labeled 2921 labeled. Internal file number - (B)(4). Correction: PMA/510k date. Evaluation summary: the reported device difficulty inserting/positioning the device and device entrapment could not be replicated in a testing environment as they resulted from procedure circumstance. The reported foot retraction problem was confirmed based on the returned device condition.

Event description:
Subsequent to the final medwatch report, the following is additional information. When advancing the first proglide device there was some resistance and the proglide device could not be advanced into the vessel. The guide wire of the second proglide device was pulled and further advancement met some resistance and could not be advanced into the vessel. Both broken proglide devices at the intersection between the metallic trocar portion and the flexible silastic distal end, caused deployment of the footplate without the ability to retract the footplate of both proglide devices because of the disconnection between the mechanisms due to the break in the mid shaft of the proglide devices. Additionally, manual pressure was held until vascular surgery arrived to remove the second proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using two proglide devices via 6fr sheath after a diagnostic procedure. Reportedly, the first proglide device was placed; however, when attempting to remove the proglide device it "came apart" in the artery. The device was manipulated and the whole proglide device was removed from the artery. When attempting to advance the second proglide device, it appeared to be stuck. An attempt was made to advance and withdrawal the proglide device, but was unsuccessful. The guide broke where the black and silver parts meet. A cut down was performed to remove the broken part of the guide from the patient anatomy. The artery was surgically sutured closed to achieve hemostasis. Two weeks post procedure, the patient is experiencing pain (electrical sensation) down the leg to the foot. The patient is being treated with antibiotics. The patient is experiencing "pins and needles" sensation in their testicles and a discharge from the access site was noticed. The physician has recommended physical therapy for the patient. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: analysis was performed on the returned device. The reported guide detachment was confirmed. The reported device difficulty inserting the device and device entrapment could not be replicated in a testing environment as they resulted from procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties and subsequent treatment appears to be related to circumstances of the procedure due interaction with the anatomy and downward force applied during device insertion attempt. The reported patient effects of pain and numbness are known as an inherent risk of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.